Manufacturer narrative:
H3: the pipeline flex embolization device and phenom 27 catheter were returned for analysis. The braid was returned stuck within phenom 27 catheter. The distal and proximal ends of pipeline flex were found to be fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~68.0cm and ~73.3cm from proximal end. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. The total and usable lengths of the catheter were measured to be within specifications. The catheter was cut to remove the braid. The catheter was flushed with water and water exited out of the distal tip. Based on the analysis findings, the pipeline flex could not be confirmed to have failure to open as the distal and proximal ends of pipeline flex were found fully opened and damaged. It is possible that the vessel tortuosity may have contributed to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the stent had poor opening. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right cavernous segment of internal carotid artery with a max diameter of 14.36mm and a 8.59mm neck diameter. The landing zone was 4.33mm distally and 4.46mm proximally. It was noted the patient's vessel tortuosity was severe. The access vessel was the femoral artery with a diameter of 6.15mm. The angiographic result post procedure showed no abnormalities. It was reported that the stent reached the expected deployment position through the phenom27. Because the aneurysm body had ejection sign and the aneurysm body and blood vessels were cs type, the stent was flattened after being deployed to the waist. The stent repeatedly opened poorly at the bend, which took a long time. There was no significant improvement after multiple operations. To ensure the safety of the operation, stent was retrieved and withdrawn together with phenom27 and replaced. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227203546); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.